Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) was 600 mg/dl. The customer delivered a correction bolus via pump which then resulted in the customer's bg decreasing to 40. The customer required assistance and was given a glycogen injection to treat the low bg. Reportedly; the customer fell and injured their wrist. Tandem technical support reviewed the pump logs and confirmed the pump was functioning as intended.